Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 299 mg/dl and the cause was not known. There were no pump alerts or alarms. The customer was treated in the emergency room (ER) with intravenous insulin and fluids. After 4 hours, the customer left the ER feeling "slightly better but roughly the same" and bg was 229 mg/dl. Tandem technical support assisted the customer with the fill tubing step and the customer confirmed insulin drops were exiting the tubing.